Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller printed circuit board (pcb) in the legacy full height drawer was defective. A field service engineer arrived at the station and confirmed the defective drawer controller pcb in the legacy full height drawer. Since the legacy drawer was no longer available, the engineer retrieved a new enhanced full height drawer from the depot, transferred the pockets from the old drawer, assigned the new drawer as position seven, and tested for proper operation through hardware configuration application (hca). The device resumed normal functionality after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had an auxiliary full height drawer in position seven that failed and did not recover. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay to patient care and adverse events or injuries reported based on this incident.